Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient presented with a broken exeter on xray following a fall. The exeter stem and trident liner was removed and replaced with a long stem exeter.

Manufacturer narrative:
An event regarding crack/fracture involving a exeter stem was reported. Material analysis of the returned device confirmed crack/fracture but also confirmed corrosion and impingement(rom) between the stem and liner. Method & results: -product evaluation and results: visual inspection was performed as part of the material analysis report and noted the following: damage was observed on the stem consistent with the cement-mantle breakdown process and explantation process. Debris was also observed on the stem. The fracture surfaces associated with the stem body and neck. Based on macroscopic features, the approximate direction of fracture propagation is shown in figure 8. The fracture propagated approximately from the lateral to the medial surface of the neck of the stem. Material analysis: the mar concluded the following: the stem fractured at the neck, with the fracture occurring in fatigue. Eds showed the stem base alloy was consistent with astm f1586 alloy and the debris was consistent with the stem base alloy, iron oxide and biological material. Damage consistent with impingement was observed on the distal rim of the insert. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: not performed as no medical records were returned for review. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the mar concluded: the stem fractured at the neck, with the fracture occurring in fatigue. Eds showed the stem base alloy was consistent with astm f1586 alloy and the debris was consistent with the stem base alloy, iron oxide and biological material. Damage consistent with impingement was observed on the distal rim of the insert. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient presented with a broken exeter on xray following a fall. The exeter stem and trident liner was removed and replaced with a long stem exeter. Update (B)(6) 2018: mar confirmed that stem fractured in fatigue and also noted evidence of impingement between stem and liner and iron oxide debris on the stem.